Manufacturer narrative:
Investigation findings code - 758 investigation conclusions code - 140 broken off injection button and a broken pocket clip. No physical damage to cartridge holder or inpen back shell. Unit paired successfully to commercial app with a small dosage. Inpen received with leadscrew 1/4 of travel. Unable to perform displacement dose accuracy and baseline and wireless functionality test due to broken off dose button exposing electronic assembly, however the inpen was able to dial properly. Inpen passed front cap investigation. In conclusion: inpen received with working dial knob. Therefore, the customer concern of difficult to dial could not be confirmed, however unable to properly dose due to broken off injection button exposing electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced difficult to dial/dose to turn. The customer reported, no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. And the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-105nngyna. The customer will discontinue using the device. And the customer response was, that the device will be returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.